Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high and indefinite impedances and was confirmed to be fractured. It was noted that the ra lead was over-sensing. An ra lead revision was planned. No patient complications have been reported as a result of this event. On (B)(6) 2018 it was further reported that there was high thresholds and loss of capture on the ra lead. A revision was attempted but stopped due to an occluded vein. The right ventricular (rv) lead remains in use and the ra lead remains inactivated. No further patient complications have been reported as a result of this event.